Manufacturer narrative:
Adverse event and reportable event have been amended to reflect the additional information received. Describe event and evaluation codes have been supplemented with additional information. This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-07053, 1225714-2014-07054, and 2937457-2014-01828. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient expired subsequent to the initially reported event. No further information regarding the circumstances or timing of the expiration was provided.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.